Event description:
Calf and thigh pain [pain in extremity]. Hard calf [limb discomfort]. Hump on injection site [injection site nodule]. Knee pain [arthralgia]. Difficulty sleeping [insomnia]. Diabetes mellitus [diabetes mellitus]. Case description: spontaneous report received on (B)(6) 2009 from a (B)(6) female pt, initial (B)(6). The pt initiated her first series of synvisc injections into the left knee on an unspecified date in (B)(6) 2009 given at a dose of 3x2 ml in an interval of one week apart administered via intra-articular route. The pt's relevant medical history included advanced bilateral gonarthritis prevailing on left side, diabetes mellitus, unspecified allergic event during anaesthesia, discectomy in 2008 and 2009 (spine surgery). The pt received three synvisc injections into the left knee, the first being administered on an unspecified date early in (B)(6) 2009, the second and third were also performed in (B)(6) 2009. Few hours following the first synvisc injection the pt experienced knee pain and noticed a little "hump" on the injection site. The pain was persisting. Following the second and third synvisc injections the pain and "hump" on the injection site were unchanged. Early (B)(6) 2009, the pt visited the rheumatologist who injected altim. The pt's pain had not improved despite intra-articular corticosteroid injection but transiently disturbed the pt's state of diabetes mellitus. Since around one week, the pt experienced worsening of knee pain, the calf was described as being "hard" and painful, the knee and thighs were also painful and she had difficulty with sleeping in the night from (B)(6) 2009. All reported events were unknown in intensity. The pt tried to treat herself with icepack but pain was persisting. The general practioner visit was planned to exclude concomitant thrombophlebitis. The pt planned to consult her rheumatologist again as soon as he was back from vacation. As of the date of receipt of this report the pt's outcome was unk. Concomitant medication reported included bi-profenid (ketoprofen). Investigation summary was received on (B)(6) 2009: the product lot number was not provided therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.